Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the device was in good condition. Review of the service history of this device has been not in for service in the past 12 months. Functional testing was performed and the reported issue was not duplicated. The delivery rate is within specification. The investigator noted the cause was likely a user related issue.

Event description:
It was reported that the device exhibited "delivery rate out of tolerance." There was unknown patient involvement.